Event description:
The pt presented with complaints of dyspnea on exertion nyha (class iii) associated with orthopnea for 5-6 days and a history of fever for 7 days. During a f/u appointment, a fluoroscopy revealed the valve was not functioning properly ad was stuck in the open position. The valve was removed and replaced with an sjm tissue heart valve. The pt is reported to be in stable condition.